Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, constant downstream occlusion, which was reproduced and confirmed during eval while running a loaded set caused by a failed downstream sensor. The downstream sensor was replaced.